Manufacturer narrative:
Device expiration date: unknown. FDA notified:the initial reporter also notified the FDA via medwatch #: (B)(4). Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint of loose component leak could not be verified due to the product not being returned for investigation. A device history record review could not be performed because the lot number is unk. Due to no sample being received. An investigation could not be performed and a root cause could not be determined. Incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. No sample being received, an investigation could not be performed and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
It was reported that the bd alaris smartsite extension set experienced a loose IV set connection. The following information was provided by the initial reporter. Alaris smartsite extension set was attached to our current amber tubing for infusing intralipids. The smartsite¿ 1.2 micron filter extension set was leaking where the two connect, possibly from a loose connection.